Event description:
A medrad rep reported the following: the system will not charge. The power cord became very hot. No injury reported.

Manufacturer narrative:
Medrad service replaced the battery charger, two internal batteries and the charger cord. The power cord that goes to the wall outlet and the power cord that goes to the veris monitor were replaced also. A subsequent investigation of similar complaints concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shut down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of the power cable.